Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. In addition, the test strips reported were not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unit powers off during use was not resolved with troubleshooting.

Event description:
Customer's neighbor reported on (B)(6)2010 at around 4:00pm, customer experienced symptoms of low blood glucose. Customer's neighbor further reported customer received a reading of 334 mg/dl from her freestyle lite meter at 4:48pm. Customer's neighbor stated that customer was argumentative and she fell. Paramedics were called and they stabilized customer with an IV and food and took customer to a walk-in clinic where they obtained a reading of 42 mg/dl. Customer was then transported to a health care facility where customer was diagnosed with severe hypoglycemia and continued to be treated with intravenous fluids and food, while her blood glucose was monitored. There was no report of death or permanent impairment associated with this event.